Manufacturer narrative:
Manufacturer report number 0001811755-2017-00070 was filed in error. Additional information regarding the event clarified that the customer did not experience a reportable event per 21 cfr 803:20.

Event description:
The user facility reported that the device had paint chips missing during testing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The user facility reported that the device had paint chips missing during testing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.